Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment of the angio-seal device the hub would not lock. A second device was used successfully. The patient was not harmed and was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the concomitant medical products and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip was returned for product evaluation. The hemostasis sheath and the arteriotomy locator were returned for analysis. No other accessory components were returned. Visual inspection revealed the reference indicator on the arteriotomy locator hub was not aligned with the reference indicator of the sheath cap. It was inserted and partially mated. No other anomalies were noted with the device. Functional testing was conducted and the reference indicator of the arteriotomy locator hub was aligned and attempted to be mated to the sheath of the hub. There was both an audible and tactile snap and the two components could be properly mated with the blood inlet holes in proper alignment. No functional anomalies were noted. The IFU states: "to ensure proper orientation of the arteriotomy locator with the sheath, the hub of the locator and the sheath cap fit together only in the correct position. The reference indicator on the locator hub must align with the reference indicator on the sheath cap." There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.